Manufacturer narrative:
The previous narrative erroneously stated that the intra-aortic balloon pump (iabp) alarmed "maintenance required code # 52". The alarm that generated was in fact "electrical fails code #52". The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) reported that upon power up the iabp alarmed with "maintenance required code #52". The fse verified the problem, and found it occurred several times in the data fault logs. The fse also found the shuttle transducer offset out of calibration. The transducer was previously calibrated on (B)(6)2017 without any problem. The fse recycled power and offset went to -8 mmhg; then, recycled again and the transducer was at 2 mmhg which is within factory specification. The fse replaced and calibrated the floating shuttle transducer. The reported issue was resolved. The fse performed iabp diagnostic tests, and passed all functional and safety tests per factory specifications. The iabp was then returned to customer and cleared for clinical use.

Event description:
The customer reported that, prior to use on a patient, the intra-aortic balloon pump (iabp) displayed electrical test failure code #52. Since there was no patient involvement, there was no adverse event reported.